Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costume reported complaint for erratic blood glucose test results. The customer's daughter, is calling on behalf of the customer the customer is concerned with tests results from results obtained on (B)(6) 2016. The customer's expected fasting blood glucose test result range is 100-140mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/29/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer have not use the meter in 4 days. Customer would run a back to back testing and the results would vary a lot, test was done on the same hand same finger(customer did not provided the variables results).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.note: customer wasn.

Event description:
Costume reported complaint for erratic blood glucose test results. The customer's daughter, is calling on behalf of the customer the customer is concerned with tests results from results obtained on (B)(6) 2016. The customer's expected fasting blood glucose test result range is 100-140mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/29/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (date / time not set correctly): 148mg/dl (B)(6) 2016 11:02 am fasting: yes, 124mg/dl (B)(6) 2016 11:01 am fasting: yes, 207mg/dl (B)(6) 2016 08:46 am fasting: yes, 166mg/dl (B)(6) 2016 08:46 am fasting: yes, 104mg/dl (B)(6) 2016 08:45 am fasting: yes. Customer have not use the meter in 4 days. Customer would run a back to back testing and the results would vary a lot, test was done on the same hand same finger(customer did not provided the variables results).